Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The pull magnet was replaced to resolve the issue. The provided logs confirm the reported issue. However, despite several reminders we didn't receive the replaced part for further investigation. Therefore, no root cause can be established. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).